Manufacturer narrative:
Results: the engine was able to be powered on and produce a vacuum pressure of approximately -29.0 inhg. A demonstration canister was seated on the returned engine and was able to hold a vacuum pressure of approximately -27.5 inhg, with all four vacuum indicator lights illuminated. Conclusions: evaluation of the returned engine revealed a fully functional device. The engine was able to be powered on and produce a vacuum pressure within specification with all four indicator lights illuminated. The reported complaint was not able to be confirmed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01631.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra engine (engine) and a penumbra engine canister (canister). During the procedure, the physician reported that the engine was not reaching full suction and that only three indicator lights were illuminating. The physician attempted to remove the canister to get it to seat better but reported that the same issue persisted. The canister was therefore removed and was no longer used in the procedure. The procedure was completed using another canister and the same engine; however, it was reported that the engine's suction was still inconsistent. There was no report of an adverse effect to the patient.